Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coord reported that the pt's pump power increased from 6 to 10 watts over a period of four days. The hosp staff noted that the pt's lactate dehydrogenase (ldh) level was greater than 1000 and an echocardiogram (echo) performed showed that the aortic valve (av) was opening with every beat. The hosp made a decision to exchange the pump with another lvad.

Manufacturer narrative:
The lvad was successfully exchanged and the pt remains ongoing without any further issue reported. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.